Event description:
Pt awaiting heart transplantation receiving interim treatment with heartmate lvad. In 9/2001, while at home, lvad alarm displays "power limit advisory". Pt attempted to correct alarm with no success. Admitted to hosp for further eval. MFR contacted and waveforms sent for review. No problem identified by MFR. Transesophageal echogram was negative for vad outflow obstruction. In 11/2001 metallic dust noted from filter of lvad. Health team and pt discussion held regarding changing the lvad. Pt decided not to have surgery. In 12/2001 pt expired about five hours after the lvad stopped functioning.